Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during initial hook up on a patient, the cardiosave intra-aortic balloon pump (iabp) unable to get fiber optic connector into pump. There was no patient injury reported.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 ( investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate reported failure. Performed functional checks and safety test then returned unit to clinical service.